Event description:
Caller reported compact blood glucose results of 194 mg/dl, 164 mg/dl, 299 mg/dl, and 119 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.